Event description:
Device 1 of 2. Reference MFR. Report #: 1627487-2012-05420. The patient has two leads (different models). It was reported the patient had fallen a few years ago. An sjm representative met with the patient for reprogramming due to losing stimulation. Adequate coverage could not be obtained via reprogramming. An impedance check was performed and revealed high and invalid contacts. The patient may undergo surgical intervention on a later date. The patient is scheduled to discuss the next course of action with her doctor. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.